Event description:
Same case as MFR report #: 2134265-2011-05260. It was reported that following a stenting treatment procedure, the patient died. The patient requested a stenting treatment procedure and refused CABG treatment. The procedure treated the target lesion located from the proximal to mid left anterior descending (lad) artery. After pre-dilation with a 1.5x15mm and a 2.0x13mm non bsc balloons, a 3.0x24mm taxus element stent was implanted in the proximal lad and a 2.5x24mm taxus element stent was implanted distal of the target lesion. Post-dilation was performed with a non-bsc nc balloon inflated to 20 atms. Ivus was performed. There were no complications during the procedure. After the procedure, a hematoma occurred and the patient was brought to a control room to be monitored. The patient was given 100mg of aspirin and 200mg of panaldine post procedure. One week later while still hospitalized, the patient took a sudden turn for the worse. The patient became non-responsive and cardiac massage and emergency airway treatment were performed but the patient died. The cause of death is unknown. No autopsy was performed, per the family's request.

Manufacturer narrative:
Device is combination product. Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).